Event description:
It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the evening of (B)(6) 2026, the patient experienced a seizure accompanied by a sudden loss of vision. The patient¿s mother immediately contacted emergency medical services (ems). According to the parent, the patient¿s cgm showed a rapid decrease in glucose levels from 147 mg/dl to 43 mg/dl within approximately 15 minutes. In response, the parent administered two glucose tablets and food. No blood glucose fingerstick (bg fs) measurement was documented at that time. Upon ems arrival, paramedics performed a bg fs test, which showed a glucose level of 62 mg/dl. By this point, the patient¿s vision had improved, and she was alert, though she appeared argumentative and irritable. The parent attributed the improvement to the glucose provided prior to ems arrival. Paramedics reportedly performed a bg fs and cgm comparison; however, the parent was unable to recall the specific values obtained. No additional treatment was administered, the cgm sensor was not removed, and the patient was transported to the emergency room (ER) without further intervention en route. In the ER, the patient was monitored for approximately six hours. She was provided food and was treated with benadryl and compazine for a post-seizure headache. The route of administration and dosages were not reported, and it remained unclear whether the cgm sensor was kept on or removed at any point during the event. After her glucose stabilized at 90 mg/dl and monitoring was complete, the patient was discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2026-097027 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.